Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, unexpected restart 1 error test. No unexpected off no power, low battery, battery out limit, unexpected restart and failed battery test alarms or reset time/date anomaly after change battery noted during testing. Also, unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected low reservoir alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was up to 500 mg/dl. The customer reported that they had unexpected restart. The customer was able to complete rewind insulin pump. The customer was able to successfully clear the alarm. The customer reported that the recurring unexpected restart multiple times. The insulin pump will be returned for analysis.